Event description:
Event description guidant received information that while attempting to interrogate this implantable cardioverter defibrillator (ICD), the interrogation would get to approximately 90% but never complete the interrogation. Multiple programmers were tried with the same results. A review of the device printouts noted that the device had been previously programmed to 0% atrial electrogram storage due to previous atrial episodes.